Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed. The complaint device was not returned for manufacturer evaluation nor have any details of an onsite evaluation been reported. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed and a cause could not be determined.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine received a blood leak alarm during treatment. There was no indication of patient harm or adverse event. The patient was able to continue and complete treatment with the same products. A fresenius mexico technician was scheduled to service the reported machine. This report was received from fresenius (B)(4). Additional information has been requested, however, to date a response has not been received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius technician. The on-site evaluation and service results were accounted for during a second review of manufacturing records. There were no findings identified during the manufacturing process and device history record (DHR) review. However, based on the device evaluation performed on site, the alleged event was confirmed and the cause was traced to a component failure.

Event description:
Additional information was received. Upon arrival on site, the technician performed a chemical rinse of the device utilizing bleach. The blood leak sensor was calibrated and the device was tested. A functional test and final rinse were performed. There were no issues identified. The device was left in functioning order. This report was received from fresenius mexico.

Manufacturer narrative:
A new plant investigation will be performed to account for the new information. A supplemental MDR will be submitted upon completion of this activity.